Manufacturer narrative:
Device was returned for investigation but no plastic bag was returned which is in scope of this complaint was returned therefore investigation was done based on photo attached to this customer complaint. On the photo there is thee device shown with three black dots. Those dots are the most probably ink dots which can happen during polybag printing. There is no risk for patient as this is the same ink which is used for polybag printing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there are some stains on the plastic bag of the device. The physician is concerned about the sterility of the device. No patient injury has been reported.